Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone that they visited hospital for high blood glucose level 15.7 mmol/l on (B)(6) 2020 because customer reported insulin pump received insulin flow block alarm and blood glucose level increased from 13.9 mmol/l to 15.7 mmol/l. Customer checked insulin fill cannula test and insulin exited. Insulin pump will not be returned for analysis.